Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. The other devices mentioned in b5 will be filed under separate medwatch reports.

Event description:
It was reported the procedure was to treat a moderately calcified and mildly tortuous lesion in the right coronary artery (rca). Pre-dilatation and treatment with a shockwave was performed. The 3.5 x 48 mm xience skypoint was advanced and implanted without issue. After implantation of the stent post dilatation was performed with a nc balloon, which was inflated to 20 atmospheres. It was then observed there was a flow disturbance at the distal edge of the 3.5 x 48 stent. It was initially thought that the disturbance was spasm therefore nitroglycerin was administered to resolve the spasm. After nitroglycerin was administered there was no observable resolution in the flow disturbance and treatment was administered assuming the disturbance was a dissection. No pre-treatment was performed prior to treating the assumed dissection due to the anatomy not being considered complex and healthy tissue being distal of the area of treatment. A 3.0 x 08 mm xiencce skypoint was advanced and positioned with some overlap with the 3.5 x 48 stent. Upon initiating inflation, the 3.0 x 08 stent migrated forward a few millimeters and resulted in a missed overlap. Further migration of ~6-8 mm was observed after inflation was completed and the delivery system was withdrawn. A 3.0 x 12 mm xience skypoint stent was advanced and positioned with overlap with the 3.5 x 48 stent. During the advancement of the 3.0 x 08 it was observed that the 3.0 x 08 stent had advanced further distally to for a total migration of approximately 10-15 mm. The 3.0 x 12 was inflated and the physician was confident that overlap was achieved upon deployment. After deployment the 3.0 x 12 was observed to migrate distally similarly to the 3.0 x 08. The physician used a nc balloon to perform post dilatation on both the 3.0 x 08 and 3.0 x 12 at their final landing points. At this time the physician determined to stop treatment and schedule follow-up for oct imaging for the suspected dissection. Follow-up was conducted 4-6 weeks after the index procedure and angiography determined no residual stenosis or dissection and the physician concluded that the initial suspicion of spasm was correct. Based on this result, oct was not pursued. In the physician¿s opinion the presence of spasm can be used to explain the initial migration of both the 3.0 x 08 and 3.0 x 12 stents, but the subsequent migration further in the vessel cannot be attributed to the spasm. No additional information was provided.